Event description:
*Note: this report pertains to one of two problematic devices used in the same procedure. Manufacturer report # 3005099803-2010-05022 addresses the first ultraflex stent, while manufacturer report # 3005099803-2010-05023 addresses the second stent. It was reported to boston scientific corporation that two ultraflex tracheobronchial partially covered stents were used during a bronchoscopy procedure within the trachea on (B)(6), 2010. According to the complainant, after successfully placing an unknown guidewire, the physician attempted to advance the first ultraflex stent to the target site (this device the subject of manufacturer report # 3005099803-2010-05022). However, once the stent reached the stricture location, it could not be advanced any further. The device was removed and the physician noted that the distal tip had been partially deployed. The physician attempted to use another ultraflex stent when the same issue occurred (this device the subject of manufacturer report # 3005099803-2010-05023). The procedure was ultimately completed by using a different type of ultraflex stent and the same guidewire. The stricture was a tumor situated about 4 to 5cm from the carina. The anatomy was not tortuous, and the stricture was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2. The hp stated that he was in the hospital and was asleep; however, awoke when he heard the alarm. The hp stated he was not connected at the time of the alarm. The hp stated that the patient line became inadvertently separated from the transfer set. The hp stated he would get in touch with his peritoneal dialysis nurse in the morning because the hospital staff didn?t know how to set up. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient line disconnected from the transfer set. The hp stated that the patient line became inadvertently separated from the transfer set. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter's global pharmacovigilance spoke with the home patient's nurse who stated the patient has continued therapy without further incident.

Event description:
It was reported that the left ventricular lead had high impedances and was "not working well due to it being a unipolar lead tied to coil". The lead was capped. No patient complications have been reported as a result of this event.